Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on (B)(6) 2014, the patient experienced a blood glucose (bg) over 500 mg/dl with large ketones, abdominal pain/vomiting and nausea associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and remained hospitalized at the time of the call. It was reported that the patient was treated by their healthcare provider with insulin via their pump and IV fluids. It was reported that the patient¿s bg at the time of the call was 230 mg/dl with abdominal pain. During troubleshooting with customer technical support (cts), it was revealed that the basal and bolus totals matched the patient¿s programmed settings and that all were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump¿s history. This complaint is being reported because the patient allegedly experienced hyperglycemia due to an inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/18/2014 with the following findings: the last basal delivery and the last bolus delivery were (B)(6) 2014. On (B)(6) 2014 16:20 a replace cartridge alarm was recorded; deliveries never resumed. The daily insulin delivery totals correctly reflect the user's programmed basal rates. There was no activity outside of normal use observed in the black box or download history. A delivery accuracy test was successfully completed and the pump was found to be delivering accurately and within required range. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.